Event description:
In 2008, the pt reported that there was an air bubble in her insulin cartridge. She stated that she allows her insulin to reach room temperature prior to use. There were no air bubbles in the insulin cartridge prior to insertion. The pt was instructed to prime the air from the insulin cartridge. She was advised to properly adjust the piston rod of the infusion device, prior to inserting the insulin cartridge. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional, or second party to address the issue. No product will be returned for evaluation

Manufacturer narrative:
No product will be returned for evaluation.